Manufacturer narrative:
Technician found that the head of the unit would not lower. Replaced valve ((B)(4)) to resolve this issue. The unit was located in facilities maintenance.

Event description:
Information received indicated that the head of the bed will not go down. CPR will also not work, no injury reported.